Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a new hand instrument was used in an open procedure of proximal pancreaticoduodenectomy. It had no problem at the beginning of use, but after 2 hours, the knife came out even though the handle was not squeezed. The device was discontinued to use. A new device was used to complete the procedure without problem. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. Inve stigation found the device's knife blade was not exposed when the jaw was opened. The knife blade advanced and retracted smoothly and properly along the knife track. The knife cuts of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.